Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between august 12-13, 2024. H11: the actual devices were not available; however, three (03) photographs of the sample were provided for evaluation. A visual inspection of the photographs observed fluid inside the protective bags that contained the devices. It was unclear whether the droplets were leak from the devices or condensation. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: four devices were received for evaluation. Visual inspection was performed on all the returned samples. Three of the four samples contained 250ml of fluid in their bladder and a few droplets of fluid inside the bags that contained the samples. Blue winged luer cap of the samples were observed to be securely tightened. The droplets of fluid were confirmed to be condensation as no evidence of fluid was observed leaking out from any parts of the three samples. Condensation is a natural process and an environment and/or temperature issue, not a product leak defect. The reported condition was not verified on these three samples. The fourth sample had a pool of fluid inside a bag that contained the sample which indicated possible leak. The root cause of leak from the fourth sample was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnants of broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified on the fourth sample. The cause of the issue was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (03) large volume folfusors leaked from an unspecified location. There are droplets of liquid inside the protective bags. This occurred prior to patient use. There was no patient involvement. No additional information is available.